Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were not responding normally for about a week. The patient stated that the buttons felt hard and flatter than the used to be. The patient denied any peeling of the keypad. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok button was unresponsive and the down arrow and contrast keypad buttons were intermittently responsive; the up arrow button responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was found to be difficult to press.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).